Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility the resident was being moved from the wheelchair to a shower chair. The resident was in the sling that was attached to the lift and raised in the air. The cradle detached from the boom. The cradle and resident fell to the floor. X-rays were performed on the resident at the facility and were negative. Complaint # (B)(4) was entered into our system to retrieve the lift for evaluation. As of this writing, the lift has not been received at joerns.